Manufacturer narrative:
The device was returned for evaluation and the investigation is in process. Technical evaluation confirmed the customer specified fault; the raiser bridge was not performing to original equipment manufacturer (OEM) specification due to the k-wire stretching. The evaluation of the return device also revealed: bending section rubber was stretched. No visual defects were identified on the distal end of the device. The maj-311 distal end cover was also returned by the customer. The cover used for the procedure has been selected in error. The jf-260v device is intended for use with the maj¿411 in accordance with the instructions for use (ifus). Although the mechanism to attach the caps is identical, the maj-311 would be loose when fitted to a jf-260v, in this instance the distal end cap fell into the patient, previous experience indicates this fault is typically a result of user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a procedure, the distal cover fell off the end of the scope into the patients stomach. The cover was retrieved, and although there was a slight delay, the procedure was completed using the same device. There was no patient harm as a result of the event. Case with patient identifier (B)(6) reports the jf-260v flex video scope used in the procedure. Case with patient identifier (B)(6) reports the maj-311 distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. It is likely the user performed procedure by attaching incompatible distal cover with the subject device, which was in a state that the cover was easily removed. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): never use the endoscope unless the distal cover is properly attached to the distal end. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo-therapy accessories. And, continuing the examination after the distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: only the distal cover (maj-411) can be used with jf-260v. And, only the distal cover (maj-311) can be used with tjf-260v. If used in combination with a wrong distal cover, it may fall off the distal end during the examination. Using the endoscope without the distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endo-therapy accessories. In addition, if the distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Additionally, the attached incompatible distal cover with the subject device, which was in a state that the cover was easily removed. Based on the results of the investigation the customer inadvertently used an incompatible device. Olympus will continue to monitor field performance for this device.